Event description:
Follow-up information from the clinic indicates that the device was replaced due to normal elective replacement indicator (eri).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4074 implantable pacing lead: (B)(6) 2004. (B)(4).

Event description:
It was reported by the patient¿s daughter that the patient had been passing out and ended up in the emergency room. The doctors have said there is nothing wrong and send the patient home. The patient¿s color is gray and they seem to be in a fog. It was noted in the records that the patient¿s device was explanted and replaced the following day. No further patient complications have been reported as a result of this event.